Event description:
Reporter indicated that patient's device was programmed to on approximately 2 weeks post-implant. Programmed parameters were increased 2 weeks after activation and again 2-3 weeks later. After the second increase in programmed parameters, patient began to experience dystonia. The dystonia would occur if the electrodes were manipulated by the patient and with some magnet activations. The dystonia occurs in all four extremities, however, it is more evident in the upper extremities. Ativan has been taken to relieve the dystonia. The patient requested an evaluation by neurosurgeon for explant of the ncp system. The neurologist has also referred the patient to a movement disorder physician for evaluation. The output current was decreased and the dystonia events continue. The vns was programmed to off at the beginning in 2001 and the dystonia continued, however with less severity and less frequency.